Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips did open and closed properly. For clarification, the customer complaint was instrument has "some of the steel wires were found to be broken." A visual inspection was done and the instrument was found to not have any wires broken or frayed on the distal tip or in the housing. The instrument was fully functional. No product issue was found. The complaint regarding broken steel wires was confirmed by failure analysis.